Event description:
The customer reported the device displayed error code 01000. Error code 01000 (defib biphasic error) is accompanied by the message/instruction defib failure cycle power and device halts operation. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device displayed error code 01000. Error code 01000 (defib biphasic error) is accompanied by the message/instruction defib failure cycle power and device halts operation. There was no pt involvement. The local philips field service engineer replaced the power pca, and the issue was resolved.